Manufacturer narrative:
A follow up report will be sent upon completion of our investigation.

Event description:
It was reported an angio-seal was selected for use. A procedural sheath was swapped for an angio-seal sheath. The physician felt some resistance when advancing the sheath, but continued to push into the artery. Pulsatile flow was found. The physician pulled back on the sheath until it stopped and advance further another 1-2cm, and the angio-seal was locked into position. While withdrawing the device, the physician felt that the anchor did not catch on the artery and felt it was loose. Some of the collagen was seen on the outside of the skin and could not be pushed in with the compaction tube. The puncture site was bleeding and manual compression was applied. The pt went to surgery and the physician was informed that there was damage to the outer wall of the artery. Additional info was not available.